Event description:
A report was received that the patient was explanted as the device was causing the patient more pain. The patient was doing well after procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8120-70 serial#: (B)(4) model description: artisan surgical ld 70cm 16 contact lead.

Event description:
A report was received that the patient was explanted as the device was causing the patient more pain. The patient was doing well after procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the patient's stimulation could misfire and cause the patient pain was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics. Therefore, the reported complaint the patient's stimulation could misfire and cause the patient pain was not duplicated or confirmed. Visual inspection of the lead revealed both pigtails of the paddle lead were cut approximately 3 inches from the proximal ends. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.